Event description:
Reported by the patient as: "...came undone and had surgery again...having low stomach pain for two weeks (the physician) things (thinks) it was my appendix." Follow-up with the patient clarified: in 2006, a leak was recognized and the surgeon reconnected the band to the port tubing. The device was not explanted. This surgical procedure occurred after the initial lap-band system placement. In addition, the patient clarified that she felt low stomach pain for two weeks, and she suspected an appendicitis however, (according to the patient) a CT at the hospital indicated that the problem may be related to her lap-band system. Later, it was determined that the pain was associated with the wound healing after the surgical procedure (post-op pain) and subsided. The patient also clarified that no additional surgical procedure occurred at this time and that more consultation with her surgeon is being considered. The patient asked allergan not to contact her physician.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addressed the reported event of pain as follows: "there were additional occurrence of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, ...port site pain." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."